Event description:
It was reported that the 9900 system had collimator, filament, and high ma error messages and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was not seated at boot up, causing lose of calibration data. The calibration data was reloaded from the back up disk during the svc call. The system was tested and found to be working as intended, and put back into service.